Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article ¿incidence and predictors of hypoattenuated thickening and device-related thrombus at three months postprocedural CT assessment following left atrial appendage occlusion with amplatzer devices¿a single-center cohort¿ was reviewed. The article presented a retrospective, single-center study to evaluate the incidence and predictors of hypoattenuated thickening (hat) and device-related thrombus (drt) at 3 months following left atrial appendage occlusion (laao) using amplatzer amulet and acp devices (abbott cardiovascular). The article concluded that clinical factors such as female sex and prior stroke/tia were significant predictors of hat, while anatomical parameters were not predictive; dual antiplatelet therapy (dapt) at discharge was associated with lower hat/drt incidence. The primary and corresponding author was pierre guilleminot (email: guilleminot.pierre@gmail.com). The time frame of the study was april 2016 to may 2024. A total of 102 patients were included in this study, all of whom received an abbott device. Relevant medical history included high prevalence of hypertension (92%), prior stroke/tia (84%), and chads-vasc >4 in 88% of patients. Periprocedural and post-procedural complications included pericardial effusion, tamponade, prosthesis migration, stroke, and vascular complications, though overall procedural success was 100%. At 3-month follow-up, hat occurred in 24% of patients and drt in 2.9%.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including high prevalence of hypertension (92%), prior stroke/tia (84%), and chads-vasc >4 in 88% of patients. Complications reported included thrombus, residual shunt, pericardial effusion, tamponade, prosthesis migration, stroke, and vascular complications; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated: d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ¿incidence and predictors of hypoattenuated thickening and device-related thrombus at three months postprocedural CT assessment following left atrial appendage occlusion with amplatzer devices¿a single-center cohort.

Event description:
The article ¿incidence and predictors of hypoattenuated thickening and device-related thrombus at three months postprocedural CT assessment following left atrial appendage occlusion with amplatzer devices¿a single-center cohort¿ was reviewed. The article presented a retrospective, single-center study to evaluate the incidence and predictors of hypoattenuated thickening (hat) and device-related thrombus (drt) at 3 months following left atrial appendage occlusion (laao) using amplatzer amulet and acp devices (abbott cardiovascular). The article concluded that clinical factors such as female sex and prior stroke/tia were significant predictors of hat, while anatomical parameters were not predictive; dual antiplatelet therapy (dapt) at discharge was associated with lower hat/drt incidence. The primary and corresponding author was pierre guilleminot (email: guilleminot.pierre@gmail.com). The time frame of the study was april 2016 to may 2024. A total of 102 patients were included in this study, all of whom received an abbott device. Relevant medical history included high prevalence of hypertension (92%), prior stroke/tia (84%), and chads-vasc >4 in 88% of patients. Periprocedural and post-procedural complications included pericardial effusion, tamponade, prosthesis migration, stroke, and vascular complications, though overall procedural success was 100%. At 3-month follow-up, hat occurred in 24% of patients and drt in 2.9%.